Manufacturer narrative:
The handpiece was not returned for evaluation. The serial number (s/n) was not provided. And could not be determined, based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a surgery, poor vacuum experienced during phacoemulsification mode. The surgery was completed by replacing the handpiece. Additional information has been requested.